Manufacturer narrative:
The service rep removed and replaced the fast stop switch, power supplies, and assisted the facility electrician install the ups. The system now operates as intended.

Event description:
The customer reported, the 2800 system has power issues due to an input power to the unit. The input power from the facility is not stable. No pt injury was reported.